Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 04/16/2024, it was reported that the patient was working in the garden when her cgm was reading low mg/dl on her insulin pump (brand not specified). No bg meter reading was taken for comparison at this time. The patient self-treated with glucose tablets. Despite treatment, the cgm continued to read low mg/dl, and the patient continued treating with glucose tablets. At an unspecified time later, the patient began experiencing diarrhea and vomiting. The patient called her daughter, who then took the patient to the ER. At the ER, the patient¿s bg meter readings were 1017 mg/dl and 800 mg/dl. The patient¿s cgm device was removed, and she was treated with unspecified IV fluids. The following day, on 04/17/2024, the patient was transferred to the ICU. The patient was discharged home on (B)(6) 2024. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.